Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board, a thermally damaged q1 current-controlling transistor on the bedside board, and an internally shorted u13 8-bit cmos flash micro-controller on the bedside board. The root cause for the contamination was unable to be positively identified but was likely due to an ingress of an unk liquid. The root cause for the defective components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.